Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. H3 other text: see section h.10.

Event description:
It was reported that after a successful insertion of the catheter when the needle was removed there was blood leakage through the valve with a bd cathena 22gx1.00in straight bc. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: user inserted successfully but when needle was removed blood "gushed back". Additional information provided by company reporter: after speaking to the user & it was very hard to determine what the actual complaint was apart from blood leaking out the back of the hub. She described it as a gush of blood from the back of the hub once the needle & safety shield was removed - which she hadn't experienced before. The 3 cannulas involved were in a series of 6 cannulations she did- the other cannulations were without incident. The user feels sure it is a product fault & not due to other causes. The cannulas were kept in-situ in the patients as they were patent. However she isolated the box & is returning it for investigation. The quantity to be returned is an estimate only.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a successful insertion of the catheter when the needle was removed there was blood leakage through the valve with a bd cathena 22gx1.00in straight bc. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: user inserted successfully but when needle was removed blood "gushed back". Additional information provided by company reporter: after speaking to the user & it was very hard to determine what the actual complaint was apart from blood leaking out the back of the hub. She described it as a gush of blood from the back of the hub once the needle & safety shield was removed - which she hadn't experienced before. The 3 cannulas involved were in a series of 6 cannulations she did- the other cannulations were without incident. The user feels sure it is a product fault & not due to other causes. The cannulas were kept in-situ in the patients as they were patent. However she isolated the box & is returning it for investigation. The quantity to be returned is an estimate only.